Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was hospitalized for four days. The patient went to the hospital due to constipation but at the hospital was diagnosed with an infection (type unspecified). Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2016 due to severely poor bowel movement due to constipation. The patient was able to complete peritoneal dialysis treatments using the hospital cycler while hospitalized. While the patient was hospitalized he was diagnosed with peritonitis. There were no reported fluid leaks during treatment prior to the infection. The patient was discharged on (B)(6) 2016 and the signs and symptoms of constipation and peritonitis have resolved. The patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
(B)(4). Clinical review of medical records reveal the patient had constipation and diverticulosis, both are known risks for peritonitis. The medical records do not include any reference for causality of liberty cycler to the peritonitis. The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. The complaint sample is not available, therefore a search in the sap system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
The following is from the patient's medical records provided by his treatment facility. The patient presented to the hospital with a one day history of abdominal pain and a one week history of constipation. The patient had taken miralax, colace and lactulose for the constipation with only small bowel movement. He was further treated with dulcolax, soribitol and an enema. He reported his peritoneal effluent remained clear. The patient was treated with vancomycin and fortez for the coagulase (B)(6). He was also found to have hyponatremia suspected to be hypovolemic.